Manufacturer narrative:
An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Event description:
This css console was not supporting a pt. The customer reported that during a routine console checkout, the monitoring computer would not boot and exhibited an error. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine console checkout when the css console was not supporting a pt. In addition, the computer is a monitoring device only and does not control css console functionality.